Manufacturer narrative:
The field service engineer (fse) performed the appropriate troubleshooting and confirmed that the instrument was experiencing waste drainage issues and fluid leaking from the sample head. The fse observed that there was liquid in the vacuum trap and the waste chamber drain test failed with level sensing errors. The fse emptied the trap, replaced the waste chamber, and reset the cyto-board. The fse confirmed proper draining. The fse also discovered low vacuum pressure in the sample head which caused the sample fluid to leak; the fse replaced the vacuum regulator to resolve the leak issue. The fse noticed once the compressor turned on, fluid moved to the waste chamber indicating a valve was in the wrong position; the fse replaced solenoid power distribution board and noted the waste drained normally. The fse performed a flow check test, carryover test, and quality control. All test results were within specifications. (B)(4).

Event description:
The customer reported vacuum errors system message and multi carousel loader (mcl) label error while operating the tetracxp system for the cytomics fc 500 with (B)(4) software. A beckman coulter (bec) customer technical specialist (cts) had the customer clean the bar code reader window and performed a cleanse cycle. During troubleshooting, the customer stated approximately 10 to 15 mls of isoflow fluid leaked outside the instrument. The customer was wearing the personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.